Event description:
It was reported that this inflatable penile prosthesis (ipp) could not be deflated. A surgical procedure was performed, during which it was noted that the reservoir had herniated and possibly formed a capsule, causing pressure on the cylinders and tubing. The device was removed, and no patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.